Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy pacemaker presented for a lead revision procedure due to atrial and left ventricular lead dislodgements. Due to the dislodgements the device had been programmed to ddi 30 configuration. However, before the revision procedure, the device could not be interrogated. In addition, after the leads were repositioned during the procedure, the device still could not be interrogated. Multiple programmers and header combinations were used, but there was no response from the device. Consequently, the device was removed and replaced. The following morning, the device was able to be interrogated through one of the programmers. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the device was performed. A comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. The telemetry issues noted in the field could not be confirmed or duplicated during testing and detailed analysis. Having functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device meets specifications.